Event description:
It was reported that that episodes of non-sustained rv oversensing due to t-wave oversensing were observed. Programming changes were made, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.